Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 to report a leak from the flowcell of the coulter lh750 hematology analyzer and the recurrence of diff-r flags following onsite service, which had taken place on (B)(6) 2011. For the prior service referenced by customer, the field service engineer (fse) rebuilt the diff module and replaced the actuators controlling diff pressures and vacuum. The fse verified the repairs per established procedures and the results met published performance specifications. For this event, the fse found a hole in the drain tubing of the diff mixing chamber. The fse changed the tubing and replaced the diff and other access modules. Once again, the fse verified the repairs per established procedures and the results met published performance specifications. The root cause of the leak is attributed to a hole in the drain tubing of the diff mixing chamber. Customer stated patient samples and results were not affected, and that no one was harmed by or exposed to the leak.